Event description:
The reporter states that the rh foot siderail will not latch in the up position. Reporter did not have the s/n of the bed.

Manufacturer narrative:
The reporter lubricated the center arm assy, p/n 69843s, to resolve the problem with the rh foot siderail not latching in the up position. Reporter did not have the s/n of the bed.